Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics were not provided. The event occurred in the neonatal intensive care unit.

Event description:
It was reported that during an infusion of versed to a patient in the nicu, it was noted that leaking was observed at the point where the tubing set was connected to a needleless connector. A minor affect was reported to have occurred since the patient was not receiving a reliable infusion of the sedation medication. The patient was on extracorporeal membrane oxygenation (ECMO) therapy and was having blood pressure and intracranial pressure fluctuations. No additional information was provided.